Manufacturer narrative:
Concomitant medical products: addr01, ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pain experience pocket pain/ discomfort due to one of the pacing leads becoming "uncoiled" or "resting on a nerve". A pocket revision was scheduled. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported a pocket revision was not performed, no device or lead allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the pocket revision was performed. It was further noted one of the leads had moved from behind the device to the top of the device and was bothering the patient